Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro conical tip came off in the patients leg. They were able to retrieve it out without issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The conical tip was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The conical tip was threaded onto a reference endoscope. No visual or physical defects were observed in the process. The conical tip was securely attached to the endoscope after multiple manipulations of the reference endoscope. Based on the returned condition of the device, the reported failures "mechanical issue" and "detachment of device or device component" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro conical tip came off in the patients leg. They were able to retrieve it out without issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.